Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted multiple oversensing noise episodes on the stored egms during a follow-up in clinic. The right ventricular lead appeared to exhibit externalized conductors under fluoroscopy. The physician elected to turn off the high voltage therapies and switched the pacing to vvi. The patient will be transferred to another hospital and the lead will be extracted. The patient was not pacemaker dependent and was in a stable condition. No further information is available.